Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have had issues since the beginning of treatment, now they had to have #13 extracted and root canal on #14 and 15 with crowns due to the aligners. This is a contraindicated patient.